Event description:
It was reported that a malfunction occurred with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issue arises again.